Event description:
I received euflexxa injections "(B)(6)," starting with my right knee. Both knees became very painful and stiff. I had swelling in both of my lower legs and feet and ended up with a stress fracture in my ringtone foot as a result of walking odd to help alleviate the knee pain. I also lost a lot of hair on my head. Reference report#: mw5161886, mw5161887, mw5161888.